Event description:
The customer reported that the battery of their t:slim x2 pump would not charge. There was no adverse impact to the customer's blood glucose level noted. Technical support provided instructions to resolve the issue, but the pump failed to charge even after these steps. The customer reverted to manual injections for insulin therapy.